Event description:
It was reported that the customer had low blood glucose levels of 50 mg/dl. The customer reported going back to the hospital for the event. The customer treated with four glasses of orange juice. The customer reported that the sensor of the insulin pump was giving a false blood glucose levels reading. The customer also reported that the insulin pump went into threshold suspend the way it was designed to. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.